Event description:
The customer reported the system experienced errors, locked up and would not boot in an attempt to regain functionality; no patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were evaluated and confirmed to be operating within specification. The interconnect cable was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.